Event description:
Intrathecal catheter for baclofen administeration via medtronic synchromed ii infusion pump was inserted. Five days later noted pt unable to bear weight & increased lethargy. The next day MRI of spine revealed thecal sac hematoma with mild cord compression at t10. Three days later motor responses returned to within normal limits. Two days later increased lower extremity strength noted.